Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and barbed suture was used. Before use on the patient, it was reported that the suture had been found broken in the newly dispensed suture when preparing for surgery. Changed another one to complete the surgery. During the visual inspection of the returned sample, the suture began with the degradation process; this condition likely caused the suture to break. The time of exposure of the suture to the environment could not be determined. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample was returned for analysis. Product code sxmp1b101. Additionally, a photo was provided, and with the same condition as the received sample. During the visual inspection of the returned sample, the suture began with the degradation process; this condition likely caused the suture to break. The time of exposure of the suture to the environment could not be determined. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and no anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.